Manufacturer narrative:
Event summary: pli# 30, product ID# 4193-88: the lead was returned and analyzed. There was blood present on the distal conductor of the lead and it was obstructed and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: d224trk, implanted: (B)(6) 2011; 5034-58, implanted: (B)(6) 1998; 6949-65, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient underwent a system modification due to left ventricular (lv) lead with insulation breach and persistent diaphragmatic stimulation. It was also noted there was high impedance on the lv lead. The entire system was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient underwent a system modification due to left ventricular (lv) lead with insulation breach and persistent diaphragmatic stimulation. It was also noted there was high impedance on the lv lead. The entire system was explanted and replaced. It was noted that the patient was enrolled in the (b)(64) clinical trial. No further patient complications have been reported as a result of this event. It was further reported that the right ventricular (rv) lead was returned after an elective replacement. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.